Manufacturer narrative:
Initially is was inadventtly reported the leads were replaced; however, the leads were explanted.

Event description:
Device 1 of 2 . Reference MFR. Report#3006705815-2018-00151. Follow-up identified an additional surgery took place 16 february 2018 wherein a new paddle lead was implanted. Effective therapy was achieved postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00151. It was reported during ipg replacement surgery, (ref MFR report#3006705815-2018-00105) the leads were dislodged due to being entangled in the swift lock anchor. Reportedly, the physician opted to explant and replace both leads during the case. The issue resolved.